Event description:
During evaluation of a returned spectrum iq infusion pump, the top soft keys did not function. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device's top soft keys did not function. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be external influence. The keypad was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.